Event description:
Pt underwent a revision surgery to remove four broken screws that were implanted over two years ago. The pt was experiencing discomfort and underwent an x-ray revealing each screw was broken below the head.

Manufacturer narrative:
Additional lot#: a1226a, a1118. Additional device manufacture date: 04/01/2006. Evaluation of the screws found the surface at the break on three of the screws to be rough suggesting that they broke recently and the fourth to have a shiny looking surface suggesting that it had broken some time back and became polished by rubbing against the mating surface at the break. The screws are designed to stabilize the construct until fusion occurs. It is unk when the first screw broke, although fusion should have occurred well within the first year following the procedure. The surgeon that performed the revision surgery is not a seaspine customer, is not the same surgeon that performed the initial procedure, and little is known about the history of this pt. All four of the screws were evaluated and found to be within spec. The precise cause for the broken screws is unk, although it appears that the pt had not fully fused. The pt may have experienced a traumatic event or over stressed the construct during some physical activity.